Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device displays an error during power up of the programmer, preventing proper power-up function.

Event description:
It was reported the programmer displayed an error message. The programmer was turned off and on, which did not resolve the issue. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.